Event description:
Per ems ambulance crew: we had a cardiac arrest. The patient was breathing on his own but did not have pulses, responded with no advanced life support crew due to the original call being a seizure. Responder was using the auto pulse for CPR and ventilating the patient. I turned on the monitor and attached to pads to the patient's chest and then attached the 4 lead EKG. The pads were connected directly to the green puck that is compatible with AED pads and the red cable portion was attached to other side. The monitor showed the pt in course v-fib. The monitor kept beeping every few seconds and I could not figure out why it was beeping. The pads lead was a dotted line and then I had lead iii and lead I that were showing me the v-fib rhythm-great tracing. I pushed the energy button to switch to defibrillator mode and advised everybody that we would shock the patient. The monitor was charged and then the red shock button lit red and I pushed the button and nothing happened. I pushed it again and held it for a second and still nothing. We continued with CPR and all of our other treatments. I disconnected the pads from the green puck and attached the pads plastic piece directly to the red end of the defibrillator cord. We attempted to shock the pt again and it still did not work. The monitor was beeping and there was a disarm button that I pushed several times after I had charged the monitor and the shock button was lit red. This still did not shock the patient. I disconnected the defibrillator cord from the monitor itself and then reconnected it with still no success. The pt had a hairy chest, but not any worse than I have seen before. I have used the pads with significantly more chest hair with success. During all of these attempts we still continued with CPR using the auto pulse which was pushing on the pads themselves. We took off the 1st pads and replaced them with another set. We attached the new pads to the pts chest and then attached them directly to our zoll monitor using the green puck b/c that was the only thing compatible with their pads. We charged the monitor to 200 j like the several times before, the shock button lit up red and it would still not administer a shock. We disconnected the pads from our monitor and attached them back to a different AED. We stopped CPR and let the AED analyze the rhythm and on their screen I could see the v-fib rhythm and it advised no shock. We continued CPR and then the AED started beeping and stated not to touch the pt and that it was analyzing again. Once again I could see the v-fib rhythm on their screen and it finally advised a shock. We pushed the lit up red button and a successful shock was delivered to our pt. The pt went into an accelerated junctional rhythm with some ectopy and had palpable carotid pulses. The pt was breathing on his own and had a stable blood pressure and palpable pulses.